Event description:
Healthcare professional reported band was completely unfilled, patient complained of "dysphagia, trouble eating, and vomiting" and diagnostic testing showed "esophageal tertiary contractions". The patient was later hospitalized complaining of "left upper quadrant chest pain" and subsequent diagnostic testing showed "esophageal contractions". The entire lap-band system was explanted.

Manufacturer narrative:
Taper ii visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a curved striated opening with leakage in the band buckle and shell. Analysis noted a striated break in the band tubing and buckle consistent with surgical removal of the device. Analysis of the device noted blockage of the access port with resistance to flow.

Event description:
Healthcare professional reported band was completely unfilled, patient complained of "dysphagia, trouble eating, and vomiting" and diagnostic testing showed "esophageal tertiary contractions". The patient was later hospitalized complaining of "left upper quadrant chest pain" and subsequent diagnostic testing showed "esophageal contractions". The entire lap-band system was explanted.

Manufacturer narrative:
(B)(4). Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain, vomiting, impaired lifestyle, dysphagia and esophageal dysmotility are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events.